Event description:
It was reported that the patient came into the hospital due to chest pain. The lead was found to have perforated the atrial wall and was not capturing during testing. An echo revealed a moderate effusion around the heart. The lead was removed and the atrial port was plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.